Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the proximal contact and the delivery wire were kinked likely due to handling damage. The investigation found that the main coil was kinked/bent, tangled and stretched likely to procedural factors. Additionally, the delivery wire was found to be broken. Following identification of the delivery wire break and further inspection under a microscope, evidence of arcing was noted at the site of the delivery wire break that was confirmed per scanning electron microscopy (sem) analysis. The damage noted to the delivery wire during analysis is indicative of electrolytic degradation caused by the use of a grounding cable. As per dfu "do not use detachment systems other than the inzone detachment system". Therefore, an assignable cause of user error has been assigned to observed delivery wire break.

Event description:
Based on the investigation of the returned product, it was found that the coil delivery wire was broken/fractured. There was no impact to the patient.